Event description:
On (B)(6) 2011, pt reported the buttons on her infusion device are not functioning. Pt stated she is not sure with button is not working. Pt reported she noticed the issue while attempting to bolus. Pt noticed the issue a couple of weeks ago. Pt stated the button pops back up after being pressed. Pt is unable to troubleshoot the infusion device. Pt reported the infusion device is not functioning due to her being thrown into a pool and submerging the device this weekend. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.